Event description:
The micro catheter was used for the controlled selective infusion of a liquid embolic agent to a distal arteriovenous malformation (avm). The lesion was reached after approx one hour of catheter manipulation through a tortuous, narrow path. Injection of the liquid embolic agent was performed in two steps. During the second injection, very little flow was observed at the tip of the catheter. The physician attempted to remove the catheter for three minutes, and then realized the catheter was trapped, reportedly due to a vessel spasm. The physician waited 30 minutes an then tried to remove the catheter again, without success. Consultation with the neurovascular surgeon resulted in the decision to perform a MRI scan and wait until the next morning. The pt suffered a hemiparesis and, as of the report date, was reported to be hospitalized for observation. The current pt status is unk.